Manufacturer narrative:
Eval results: during the analysis of this device, multiple bends were observed along the working length of the push catheter. The suture hole on the push catheter was torn. The proximal end of the guide catheter was buckled and stretched. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context: due to anatomical or procedural factors encountered during the procedure performance was limited. A review of the mfg documentation revealed no anomalies or deviations during the MFR of this batch. A lot history search revealed no other similar complaints related to this lot. (B)(4).

Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used during an endoscopic retrograde biliary drainage (erbd) procedure on a pt. During the attempt to deploy the stent, the guide catheter was unable to retract and as a result the stent was unable to be deployed. The procedure was successfully completed with no reported pt complications. The pt was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results, which revealed that the catheter was stretched.